Event description:
It was reported that the patient felt that the stimulation from their implantable neurostimulator (ins) was too high since they had lost a lot of weight about 3 months ago. The patient was unable to adjust the stimulation with programmer. The programmer antenna was damaged and noted as it was eaten by their dog 3 months ago. The patient did not have the programmer with them at the time of report for to try to adjust without the antenna. It was also reported that the patient did not have a managing for their device. No patient harm was reported in the event. No product was returned to the manufacture. Additional information was received from the patient on (B)(6) 2016 that reported that his implantable neurostimulator was dead and did not charge and that it had been implanted for several years. The implantable neurostimulator had been dead for a couple of years and he hadn't used it. The patient stopped using the therapy. At one point his dog chewed up the recharging wires and the wire was replaced, but he was unable to charge the implant. The patient has lost a lot of weight and had a MRI done 3 months prior to the report to check the leads and make sure that the leads were in the correct position. It was suggested by the health care provider that the patient gets the implantable neurostimulator replaced. The patient confirmed that the implantable neurostimulator was dead due to normal battery depletion. The patient's indications for use are osteoporosis and post lumbar laminectomy syndrome.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37092, product type: accessory. Product ID: 37752 lot# serial# (B)(4), product type: recharger. Product ID: 37092, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the consumer 2019-06-18. It was reported the patient initially told his healthcare provider (hcp) the leads were not correct around 2015 and wanted them checked because he was not getting as much strength as the first few years. The patient said his weight changed and they could see the leads in his back, and they were showing bad. The healthcare provider (hcp) said that they were fine and not to worry about it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.